Event description:
The user facility reported an unknown age and gender patient a in acute myocardial infarction cardiogenic shock was implanted with an impella device for mechanical circulatory support. During the impella cp insertion the physician was unable to pass the catheter through the vasculature and the procedure was aborted due to anatomy. No patient harm reported due to the issue.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the root cause of delivery issue was most likely due to patient anatomy patient condition.